Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 3 ineffective shocks at 80 j for ventricular fibrillation (vf). The patient reported to be home and unaware of the shock deliveries at the time, with no reported symptoms. The patient self-converted, and the system impedance was noted to be 140 ohms. Technical services (ts) reviewed the case and while the impedance measurements are still within range, impedances over 110 ohms may indicate suboptimal device placement. Noise oversensing was noted on a previous event a few weeks prior to this incident, however no inappropriate therapy was delivered. The patient is expected to be hospitalized for monitoring and further troubleshooting. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was received. The patient was hospitalized pending device replacement. The day before the procedure, the patient has ventricular tachycardia (vt), which could have been treated with anti-tachycardia pacing (atp) from another device. As a result, a system upgrade was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide an update to the explant date as additional information was received confirming the date of explant. Additional information was requested internally and from the field regarding the model serial number of the electrode. No further information was available. As such, the manufacturing information was unable to be generated without information regarding model and serial number. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was requested internally and from the field regarding the model serial number of the electrode. No further information was available. As such, the manufacturing information was unable to be generated without information regarding model and serial number. This investigation will be updated should further information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 3 ineffective shocks at 80 j for ventricular fibrillation (vf). The patient reported to be home and unaware of the shock deliveries at the time, with no reported symptoms. The patient self-converted, and the system impedance was noted to be 140 ohms. Technical services (ts) reviewed the case and while the impedance measurements are still within range, impedances over 110 ohms may indicate suboptimal device placement. Noise oversensing was noted on a previous event a few weeks prior to this incident, however no inappropriate therapy was delivered. The patient is expected to be hospitalized for monitoring and further troubleshooting. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was received. The patient was hospitalized pending device replacement. The day before the procedure, the patient has ventricular tachycardia (vt), which could have been treated with anti-tachycardia pacing (atp) from another device. As a result, a system upgrade was performed. No additional adverse patient effects were reported.